Event description:
(B)(4) is the initial importer or the device which is a toilet seat. Product has not been returned to (B)(4) for evaluation. After use the consumer brushed the back of her right leg against "a wing nut:" in the center front of the seat. The user reported that the sharp, uneven surface and side of the screw cut into her calf causing profuse bleeding and a visit to the emergency center. The piece of torn skin was reportedly surgically removed, the wound cleaned and bandaged and a tetanus booster administered. Our tech department has advised that the device should have a locking mechanism in this position for safety made completely of rounded plastic with no sharp edges, no metal screws or hardware.